Event description:
It was reported that during the managed ventricular pacing (mvp) mode there was intermittent diminished r-waves with subsequent t-wave oversensing noted only during atrial pacing and during occurrences of double tachycardia. The device was reprogrammed and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.